Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting oversensing. An invasive analysis determined that the atrial lead was oversensing. The bipolar lead, model 4268, was removed from service and replaced with a model 4285.